Event description:
The customer was hospitalized. The doctor called to review pump setting. Customer indicated the pump had alarmed no delivery several times and e-01.doctor said that the customer is hospitalized in a emergency situation and unable to give any additional information at this time.